Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
Ref MDR #1219856-2010-00319 for the first event involving the same pt. It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped, the md activated the hydrophilic coating, turned the catheter clockwise and pulled vacuum. The super arrow-flex (saf) sheath from the first insertion was still inserted in the pt's left femoral artery. Again, the md could not advance the second iab through the saf sheath. As a result, the second iab was removed and then the sheath was removed from the pt. Additional info received on 05/10/2010 from arrow (B)(4) stated the md inserted a 'terumo' 8 fr sheath into the same site as the saf sheath had been previously inserted and removed and used the same iab. The insertion was successful. The pt outcome is listed as "ok".